Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a lot of wear and tear scratches on the pump screen and has a battery cap recall also reported battery cap was broken off and the paint on the buttons was worn off, it was also reported that the insulin pump buttons are sticky and gave unexplainable no delivery and insulin flow block alarms. Troubleshooting was not performed and no further details has been provided. No harm requiring medical intervention was reported. The customer will continue using the device and the device will not be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Original battery cap not received with unit. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that no delivery alarm was absent on record. No alarms noted during testing. No stuck key alarms present in pump download history. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. No moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec(22.6mv). Unit may have had an intermittent failure not detected during our testing. Unit was received with serial number label damage, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In conclusion customer concerns were not confirmed. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Unit functioning properly. Original battery cap damage unable to be confirmed due to cap not being received with unite. Cosmetic damage confirmed when cracked case on battery tube was observed. All buttons functioned properly during test. No keypad anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.